Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported while uploading reports to inpen it gets in mg/dl and in the clinic report settings it says mmol/l and the customer has mmol/l in the inpen app. Troubleshooting was performed it was occurred due to the data mismatch and shows the mg/dl in the reports and the issue was not resolved and was escalated. No harm requiring medical intervention was reported. The customer will continue using the device and the device will not be returned for analysis.

Manufacturer narrative:
This issue was reported from a region where the unit of measurement in use is mmol however inpen insights reports were displaying values in mg/dl. Inpen r&d team tried to reproduce this issue in the test environment by generating reports from carelink proweb with region set to australia. However, the issue was not reproducible. R&d requested tech support to provide user ids of the patients experiencing this issue. This information was used to investigate the logs in inpen cloud to determine if any errors were shown. No errors were found for these users. The team then asked customer support to check if the issue was also reproducible on the reports generated from within the inpen app. Tech support confirmed that the reports from inpen app were correct. This indicated that there was no issue with the therapy report web service. Although the issue was not reproducible by the r&d team, based on the behavior observed in the field, a defect was created and is being assessed under pr-255. The workaround for the user is to generate inpen reports from the app and send to their health care provider. This issue violates requirement ID swc-105 from swr-01066-01_ab inpen 2.0 software requirements therapy report web service ous and is an anomaly documented under ticket ID pr-255. A likely root cause is an issue in the insights api service that is causing the reports to be produced in the default unit of measure of mg/dl. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.